Event description:
The patient experienced syncope and was admitted to the hospital. Patient had mechanincal failure of permanent pacemaker with loss of ventricular capture and recurrent syncope secondary to possible right ventricular (rv) lead failure. Interrogation of the pacemaker revealed evidence of extremely high right ventricular pacing thresholds. There was concern of rv lead dislodgement. The right ventricular lead had no capture when tested. The right atrial lead was left in place and a new left ventricular lead was also placed. The patient also underwent a surgical revision/upgrade to biventricular pacemaker.======================manufacturer response for dual chamber pacemaker, medtronic (per site reporter).======================no response at this time.======================manufacturer response for right ventricular lead, medtronic (per site reporter).======================no response at this time.